Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7453320) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted approximately 10 weeks post implant. Trace posterior capsular opacification (pco) and sudden blurry vision were also reported. The patient''s current prognosis and treatment are described as: scheduled lens explant on (B)(6) 2016. This report pertains to the patient''s right eye.